Event description:
A physician reported that during implantation of intraocular lens (iol), a sizable mark in the middle of the optic once implanted. Since, the issue was not on the periphery but closer to the center of the optic, the lens was retained in the eye after some consideration. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).